Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited intermittent post-sensed t-wave oversensing. Further information was requested, however was not provided.